Event description:
The hcp reported that a volume discrepancy was noted at refill and the patient had noted increased spasticity. At refill the expected reservoir volume was 2 ccs; the actual volume aspirated was 15 ccs. The patient did not hear an alarm. The patient had undergone MRI approximately 3 weeks earlier; the pump wa interrogated following the MRI and programming was verified. No stopped pump or pump memory error was noted. A roller study was performed twice under fluoroscopy and the rollers did not move.